Manufacturer narrative:
(B)(4). A review of the device history records for this device was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturing for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Attorney alleges that the patient underwent a fusion procedure using posterior fixation. X-rays taken approximately 1 year post-op were negative, showing everything in good position with no fracture. Twenty months post-op, the patient's condition worsened somewhat, and the patient returned for radiographic studies. MRI and CT scan both revealed a fractured screw. The implants remain in place.